Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a patient had some pelvic pain, couldn't void and subsequently went to ER. The patient was diagnosed with a pelvic hematoma on the left side. The patient was admitted and was being monitored and was subsequently transferred to [another facility] where they would be monitored by urology service". No additional information around this event has been available from the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "a patient had some pelvic pain, couldn't void and subsequently went to ER. The patient was diagnosed with a pelvic hematoma on the left side. The patient was admitted and was being monitored and was subsequently transferred to [another facility] where they would be monitored by urology service". No additional information around this event has been available from the customer.